Event description:
It was reported that, during a angioplasty/atherectomy procedure to treat instent restenosis, removal difficulties were encountered. The lesion being treated was located in the 80% stenosed left mid circumflex (cx). The flextome cutting balloon was inflated to 12 atms for 23 seconds. Following a delay of 20 to 30 seconds due to inability to withdraw, the physician reinflated the flextome cutting balloon two more times, deep seated the guide catheter, and was still unable to remove the flextome cutting balloon. The guide catheter, luge guide wire and flextome cutting balloon were then removed as one unit. There were no pt complications, and pt status was reported as 'okay.'